Event description:
Customer reported device =110 mg/dl at 9:31 pm. Customer ate. The next morning at 6:13 am, device = 101 mg/dl. At 12:11 am, device = 231 mg/dl, at 4:57 pm, device =223 mg/dl, and at 8:47 pm, device =284 mg/dl. Customer did not eat as normal. Customer device then =24 mg/dl. Customer took medication as normal but has been having difficulty with it. Controls were out of range. A request was made for return product and replacement product was sent.